Event description:
Pt had a bard infusaport inserted approx 5 years earlier for administration of chemotherapy. She successfully completed her course of therapy. She has now developed the need to receive chemotherapy again. A study of the port revealed extravasation of injected material. The pt had to have surgery to remove the port and to have a second port placed.